Event description:
It was reported that, inserted end cap standard into proximal end of the nail. The end cap would not screw into the nail. After numerous attempts he asked for a new t5 end cap. That end cap was implanted with no problem."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.